Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Event description:
Healthcare professional reported "damage to the implant", "the presence of a gel outside the implant shell", "presence of serous fluid" and "softer" confirmed via MRI and ultrasound. Later healthcare professional reported "within the cavities of the lymph nodes, features of the accumulation of silicon are visible" confirmed via ultrasound. Later healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported right side "damage to the implant", "the presence of a gel outside the implant shell", "presence of serous fluid" and "softer" confirmed via MRI and ultrasound. Healthcare professional later reported "within the cavities of the lymph nodes, features of the accumulation of silicon are visible" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed broken device and opening device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "damage to the implant", "the presence of a gel outside the implant shell", "presence of serous fluid" and "softer" confirmed via MRI and ultrasound. Later healthcare professional reported "within the cavities of the lymph nodes, features of the accumulation of silicon are visible" confirmed via ultrasound. Later healthcare professional reported "rupture". This record is for the right side. Device was explanted,